Event description:
It was reported that during a surgery during insertion the screw broke off inside the patient. The broken pieces were retrieved from patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8730-30h was received for investigation. No functional testing was performed because the received device was broken into three pieces. Upon visual evaluation, it was noted that the mini compression screw was broken into three pieces. One piece of the screw was damaged entirely, losing the thread geometry. No measurement was possible due to this event. Per drawing finish: anodize teal. It was noted that one out of the three returned pieces did not match the anodize color. The cause remains undetermined.